Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. An event history log review, service history review, battery test, and visual inspection were performed. The battery low alarm was identified during battery testing. The cause of the condition was determined to be inoperative main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a low battery alarm. No additional information is available.